Event description:
A patient underwent bilateral primary mastopexy augmentation on approximately (B)(6) 2024 with ovitex prs ltr used as lower pole support. The patient's course was unremarkable until 5 weeks post-op when incisions broke down with implant exposed. It was noted that the device was mostly incorporated superiorly but had resorbed inferiorly. Non-incorporated portions were removed along with the breast implants. The patient was left to heal prior to final breast implant placement.

Manufacturer narrative:
A batch record review was conducted which showed no non-conformances or anomalies that may have caused or contributed to the events noted. The devices were manufactured and sterilized to specification. The reported information revealed no potential causes for this event and the root cause could not be determined.